Manufacturer narrative:
The laser was evaluated by the tm (territory mgr) however, the investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported that during laser treatment, the eye tracker stopped working. They attempted to continue the treatment but were unable. The pt was sent home with an incomplete treatment. Additional info has been requested.